Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for spinal pain. It was reported that there was pain at the patient¿s implantable neurostimulator (ins) pocket site since implant. There were no reports of device issues or allegations. The issue was not resolved at the time of the report, but surgical intervention is planned but had not been scheduled yet. There were no further complications reported or anticipated.